Event description:
It was reported that the patient had occlusion alarm due to blockage at site which leads to high blood glucose and correction injection via multiple daily injections on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.